Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.0, 2.0, lab: 6.0, 6.0. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.0, 2.0. Pt's therapeutic range; 2.0-3.0 inr.